Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted during testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window, stained end cap sticker and a scratched reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm. Customer reported to have gone swimming and took insulin pump off and placed it in a cooler in a zip lock bag. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced.